Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital technician discovered that the penumbra system aspiration pump max 220 (pump max) would not turn on and noticed a burning smell from the inside of the pump max. The issue with the pump max was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a non-penumbra stent retriever with a velocity delivery microcatheter (velocity).

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: (B)(4) section b. Box 5. Describe event or problem results: dried blood was found inside the vacuum inlet nozzle of the returned pump. Conclusions: evaluation of the returned pump max revealed dried blood inside the pump inlet nozzle. If the aspiration tubing is connected directly to the vacuum inlet nozzle instead of the canister supplied by the penumbra, blood will likely be aspirated into the vacuum assembly. If fluid is aspirated into the vacuum assembly, the pump may not function properly. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure and it was discovered by the hospital technician that the penumbra system aspiration pump max 220 (pump max) would not turn on and noticed a burning smell from the inside of the pump max. The issue with the pump max was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a non-penumbra stent retriever with a velocity delivery microcatheter (velocity).